Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer passed away at home. The cause of death was heart attack. The caller stated that they were advised that diabetes led to the heart attack (did not elaborate). The customer did not have heart or kidney disease or any infections. The caller did not know the customer's blood glucose at the time of death. The caller stated that the insulin pump was thrown away, therefore, the customer's last recorded blood glucose value could not be checked. The customer was wearing the insulin pump at the time of death. The customer was not using sensors.